Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 2.50 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was noted that the distal stent edge was flared. The procedure was completed with a different device. No patient complications were reported.